Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp because the fault was due to a bad power outlet and not the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. Upon completion of our investigation, a supplemental report will be submitted. No service requested.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had power failure. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.